Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1425802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the patient had a lot of pvd near the vicinity of the procedural site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).

Event description:
The following information was reported by the sales representative: the sealant was deployed into the artery. Tech is fully trained in deployment and stated that once he deflated the balloon and removed the device the femoral started bleeding. Held pressure for 1.5 hours until hemostasis was achieved. The patient was taken to the or about 12 hours later for a cold leg. Cut down was performed by the surgeon and endovascular thrombectomy of the common femoral. It was alleged that sealant was found with thrombosis in the distal common femoral. Thrombosis was removed. Blood flow was restored and the patient was noted as stable. The patient was hospitalized. Procedure date: (B)(6) 2014 procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: low sheath size: 6f.